Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was completed by our technical experts. Siemens customer service engineer (cse) checked the concerned system and found an issue with the x-ray tube. The cse replaced and returned the tube to the manufacturer for detailed investigation. Following hardware replacement, no further issues have been reported and the system works as intended. The returned x-ray tube was examined in detail. During analysis an issue of the micro focus was determined. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. No corrective action is necessary.